Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and polymenorrhagia ('menorrhagia and frequent menses') in an adult female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included foot pain, obesity and ovarian cyst. Concomitant products included cefalexin hydrochloride (cephalexin hcl), ethinylestradiol;etonogestrel (nuvaring), hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen), ibuprofen, naproxen and tramadol hydrochloride (tramadol hcl). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and polymenorrhagia outcome was unknown. The reporter considered fatigue, pelvic pain and polymenorrhagia to be related to essure. The reporter commented: patient tolerated well the removal procedure of bilateral salpingectomy, novasure ablation and an ovarian cystectomy with dilation and curettage, hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2008: procedure(s): hysteroscopy with bilateral fallopian tube cannulation x 1 nerve block para cervical (uterine) x 1 essure procedure performed according to manufacturer specifications. No procedure complications. Patient tolerated procedure well. 3 coils bilaterally. Pathology test - on an unknown date: surgical pathology: specimen: 1.bilateral fallopian tubes and essure; 2.left ovarian cyst wall; 3. Endometrial curettings. Final diagnosis: a. Fallopian tubes, two segments, partial resection: two segments of histologically unremarkable fallopian tube with essure coils. B. Ovary (left), cystectomy: hemorrhagic corpus luteal cyst. C. Endometrium, curettings: benign weakly proliferative endometrium with stromal predecidual change consistent with exogenous hormone effect. Gross description: the specimen is submitted as ¿bilateral fallopian tubes and essure¿. Two tubular segments of pink-tan tissue, the larger measuring 6.0x 1.3 x 0.4 cm, are received. Both tubes include one fimbriated end. Both tubes also include silver wire which is coiled at one end. It measures 20.0 x 0.05 x 0.05 cm. The larger tube is mark with blue ink. Cross sections of both tubes are submitted in a. Sections of the wire are not submitted. B. The specimen is submitted as ¿left ovarian cyst wall. ¿two pliable irregular pink-tan sectioned. Random cross sections are submitted in b. C. The specimen is submitted as endometrial curettings.¿ approximately 6 gm of pink-tan tissue, mucus and clotted blood are received and completely submitted in c1 and c2. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Lot number: 627312 manufacturing date: 2008/05 expiration date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included foot pain, obesity and ovarian cyst. Concomitant products included cefalexin hydrochloride (cephalexin hcl), ethinylestradiol;etonogestrel (nuvaring), hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen), ibuprofen, naproxen and tramadol hydrochloride (tramadol hcl). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menses") and fatigue ("fatigue"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia and polymenorrhoea outcome was unknown. The reporter considered fatigue, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: patient tolerated procedure well.3 coils bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2021: this case become serious incident. Mr received. Reporter information, patient's medical history, concomitant medications, lot number, device information (date implanted, date explanted), auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.